Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the balloon ruptured. Corrective action taken relevant to the care of the patient: not noted. Patient outcome: not noted.